Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: the returned complaint device consisted of a sterling balloon catheter. The balloon is loosely folded with blood in the balloon and lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the inner shaft is punctured 3mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.